Event description:
The distributor reported that the grasper jaw broke during use. No pt injury was reported. Cardinal health contacted the user facility three times but to date no additional information has been received. Integra's corporate complaint dept also attempted to obtain additional information from the hospital contact but no response has been received to date.